Event description:
It was reported that the patient received inappropriate therapy. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received reported t wave oversensing and questioned why detections were not withheld. Also reported that the patient was "wrestling with buddies" when the therapy was received. Interrogation noted constant t wave oversensing during tip to coil but was not present when programmed tip to ring. Programming was left with tip to ring sensing. No further patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.